Event description:
It was reported that a keypad is inoperable. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.